Event description:
It was reported that pump battery would not charge and that pump eventually shut down and could not be turned back on, despite use of working outlets, tandem and non-tandem wall adapters, and different charging cables, with no visible damage to charging port. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple troubleshooting steps without success and eventually switched to multiple daily injections for insulin therapy.